Event description:
Drive devilbiss healthcare is the initial importer of the device which is a knee walker. We have not received the device for evaluation. The end-user was utilizing the device throughout his recuperation from achilles tendon surgery. He was walking in the park aided by the knee walker when the right hand brake snapped. He fell to the pavement and reinjured his achilles tendon on his left side.